Manufacturer narrative:
No button error alarm noted. Pump had no button response due to corroded keypad trace. No frozen screen noted. Failure analysis was unable to verify "button failure" alarm due to unresponsive button. Pump received with minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 176 mg/dl. The customer also reported the insulin pump's screen was frozen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.